Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: concomitant medical products. Corrected: device evaluated by MFR and evaluation codes. Product complaint # (B)(4). Investigation summary: the device was reviewed and failure mode confirmed of the end cap shearing off root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The device was reviewed and failure mode confirmed of the end cap shearing off root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device was reviewed and failure mode confirmed of the end cap shearing off a previous investigation for this failure was conducted by metallurgy. The information below is the findings from the metallurgy testing. Seven pinnacle straight impactors (p/n 221750041) were evaluated. The instruments fractured through the pinnacle impactor end cap (p/n 221750018). Three end caps were selected for evaluation using stereomicroscopy and scanning electron microscopy. Sem evaluation of each of the end caps revealed fatigue striations on the outer diameter indicative of rotating bending fatigue type loading, a wide mixed mode region of cleavage and ductile dimples, and a shear lip consisting of ductile and shear dimples on the inner diameter of the cannulated parts. The fracture features are consistent with the rotating bending fatigue from striking the end cap off-axis from a perfect end strike, possibly in multiple various directions. No material or anomalies were observed. The hardness testing confirmed the material met the engineering drawing specification. In summary, the impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. The device carries significant marks of wear and tear, as per wi-10376989 rev 1. Scuff marks are noted on the handle and heavy indentations marks identified on the strike plate. Root cause attributed to the device being worn from normal use and servicing. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: device manufactured date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle cup impactor broke during use. C-stem broach handle would not accept broach.